Event description:
It was reported by a company representative that after doing a (B) (4) upgrade on a patient's generator an error message of "the pulse generator is past eos" appeared. The company representative re-programmed the patient back to original settings and interrogated the generator which gave an end of life indication on 0 months. The company representative waited two full hours and re-interrogated again but the issue prevailed for three consecutive times. Subsequently, the company representative attempted to perform system diagnostics but the message "unable to program device due to device settings, please re-interrogate and verify settings" appeared. The company representative contacted the manufacturer via phone and was told to perform a magnet reset on the generator and then re-program the generator. An interrogation was then performed and it showed and end of life indication of 1 month. After 32 minutes had passed the company representative performed a system diagnostics successfully and everything was ok with an end of life indication of 6.4 years with the new (B) (4) software, noting that pre-(B) (4) end of life indication was 5.8 years. At the moment, the manufacturer is still analyzing the programming handheld model 250 software and the generator field upgrader flashcard.